Event description:
The manufacturer received information alleging an everflo oxygen concentrator had thermal damage to the power cord. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator alleging thermal damage to the power cord. There was no report of patient harm or injury. The power cord was not returned to the manufacturer for evaluation. The manufacturer was provided photographs of the power cord. The manufacturer reviewed the photographs and determined the power cord had physical damage closest to the entrance into the enclosure of the device and on the power cord itself. The power cord had two openings that separated. The device has been constrained against a flat surface and the continuous bending has fatigued the wires to the point of failure. Product labeling states,"for proper operation, your concentrator requires unobstructed ventilation. The ventilation ports are located at the rear base of the device and at the side air inlet filter. Keep the device at least 15 to 30 cm away from walls, furniture, and especially curtains that could impede adequate airflow to the device. Do not place the concentrator in a small closed space (such as a closet)." Do not use the oxygen concentrator if either the plug or power cord is damaged. Do not use extension cords or electrical adapters." The manufacturer concludes the damage to the power cord was caused by physical damage.